Event description:
Since essure was put in, I have had health issues. First the bleeding and cramping was so bad I needed an ablation, then I suddenly was leaking urine and so had surgery for bladder mesh. It turned out I didn't really need the mesh or at least as tight as it was so I couldn't urinate on my own for over nine weeks. I then had a surgery to release the mesh. Bled very badly after surgery, then the mesh came through the vaginal wall and I had to have surgery to have that removed, then the mesh was in the wrong place, so I needed another surgery to remove as much of the mesh as possible, and then bled very badly again and it has changed me forever. All the while I have been in pain, I thought maybe it was the mesh but I sit here after having it removed and I am in chronic pain. I've had about every test known to man kind and they can't find a cause. I have, since essure, very bad headaches, back pain, extreme pelvic and lower stomach pain, been told I have an auto immune disorder, constant urinary tract infections, vitamin d deficiency, and all these things came after essure.